Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump to be in fair condition with a bleeding lcd. Review of the event history log showed the pump displayed an occurrence of the reported error code. Functional testing involved powering up the pump and showed that it displayed error code 1660. The investigation determined that an issue with the processor on the circuit board was the cause of the reported issue. The circuit board as well as the bleeding lcd were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1660. It was also reported that the lcd was bleeding. No adverse effects were reported.